Manufacturer narrative:
A review of the image result files showed that negative results were reported by the echo for all three cells of the screen. Visually, cells 1 and 2 appeared to be positive. Customers were notified of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
On (B)(6) 2015, the customer reported that a patient sample containing anti-e and anti-c resulted as negative on echo (B)(4).